Manufacturer narrative:
Date of report: 03jan2019. Date rec'd by MFR: 02jan2019. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the defective power management , pcba to address the reported problem.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported 5 volt failure (e/c 1118). The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.